Event description:
It was reported by the (B)(4) study that the patient received an inappropriate shock. The clinic believed the shock was appropriate; however, further review indicated the shock was received due to t-wave oversensing. Cardiovascular medications were changed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.